Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Piece of plastic that's stuck to the metal...breaks- oral-b power oral care refills [device breakage]. Case narrative: consumer stated via phone that when she takes off the toothbrush head, there's a piece of plastic that's stuck to the metal, stuck to the magnet on the toothbrush, and it breaks. No injury was reported.